Manufacturer narrative:
1. The customer returned 1 photo and 1 defective sample. The defective sample shows that the sku is 383028, the batch code is 4052031, there is blood at the septum, there is no blood at the connection between the septum and the catheter, and the pinhole of the septum is closed. 2. DHR/bhr review lot#4052031 1-this batch of products were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. No similar complaints have been received from other hospitals regarding this batch of products. 4. Due to similar complaints have been received about other batches of products, the plant has launched CAPA to track and investigate the defect conclusion(s): the defective sample shows that there is blood at the septum. Due to similar complaints have been received about other batches of products, the plant has launched CAPA to track and investigate the defect.

Event description:
N o additional informaiton provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked. Leakage of blood from isolation plug during puncture in paediatrics, 1 defective product can be returned, claims need to be settled, complaint response letter is required, complaint receipt letter is not required.